Event description:
In surgical laser system, cyber tm "alarm flow" at chiller 2 has been displayed. For a short period of time the laser was not working. We are unaware of any patient involvement.

Manufacturer narrative:
Diode laser channels were obstructed. After the manual cleaning the laser was restored to full working condition. We are unaware about patient injury.